Event description:
The customer reported that vasoseal was used following a percutaneous transluminal coronary artery/stent procedure on 7/10. Before the procedure, the pt rec'd reopro. An hour after hemostasis, the pt developed an expanding hematoma. The pt was infused. The physician stated that the hematoma was not caused by the use of vasoseal.